Event description:
Nurse was giving pt a tb skin test using a bd safetyglide 27 x 1/2" tb needle and syringe. As the nurse attempted to retract the needle, it became mis-aligned with the plastic safety cap and pierced the safety shield resulting in a needle stick to the nurse.